Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 1.4; lab: 3.51. Doctor treated pt with extra coumadin and lovenox based on inratio result of 1.4 inr on (B)(6) 2011.